Event description:
It was reported by service report that the left track was broken and off the frame and the chair could not engage stairs. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.